Event description:
The patient has been scheduled for a full revision due to high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.